Event description:
Boston scientific received information that during a follow up visit, this atrial lead revealed no capture at maximum output settings and p-wave sensing of 0.4mv. Impedance measurements were within acceptable labeling guidelines. The lower rate limit was reprogrammed to 50 bpm with pacing mode to vdd to prevent ineffective atrial pacing. A decision regarding lead revision will be made at the next device procedure unless the thresholds continue to increase. No adverse patient effects were reported. Additional information was received. A revision procedure was performed. Fluoroscopy did reveal that this lead may be dislodged. However, the physician did not express any issues with the lead sensing and was reattached to the replacement device programmed to vdd. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.